Manufacturer narrative:
Device evaluation: the device and photos were returned for investigation. A visual inspection was performed. Five (5) pictures were attached, during the analysis conducted it could be observed a top view a bag of circuit breathing product which it is present tears and damaged on it. Visual inspection: sample was received torn. As part of the investigation, 20 samples were taken to see there is any condition could cause torn breathing bags; it is concluded that failure reported could not be reproduced in the manufacturing process according to the analysis mentioned above. Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from assembly and packaging process. Therefor the damage (broken) was after the product left the manufacturing facilities. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process. The cause of the reported problem could not be determined. No lot number was provided; therefore, DHR (device history review) could not be performed. No lot or serial numbers were communicated; device expiration date and device manufacturing date are not available. UDI#: unknown; premarket (510k) number: unknown.

Event description:
It was reported that during the use of the product, the breathing bag burst. No patient injury was reported.